Event description:
It was reported that the pump was not detecting lock. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) device evaluation: a1-a2 and a4-a6 updated. B5: there was no patient involvement. B6-b7 updated. D3 manufacturing plant address, city, and zip code updated. D9 date returned to manufacturer: 2/5/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The cause of the customer reported issue was the latch/lock flex sensor. The manufacturer representative replaced the latch/lock flex sensor, and the pump passed all functional tests and performed as intended.